Event description:
The facility reported a colleague infusion pump stating with a loud alarm. This condition occurred during biomedical testing. This event may have interrupted delivery. According to the facility, there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that the device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition. A device history review was also performed, finding that a vertical line was found on the liquid crystal display during the manufacturing of this device. The bezel was changed and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "loud alarm" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.